Manufacturer narrative:
The logs were reviewed and based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. The complaint could not be confirmed.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level. Bg value was not provided. Cause was not known. Reportedly, customer lost consciousness and sustained a bruised rib. Customer was given orange juice to address the bg. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. System check was performed by tandem technical support, and the pump is functioning as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.